Manufacturer narrative:
It was reported that during procedure the 25 mm amulet device was attempted to be deployed but did not fit in the defect and 1 mm acceptable peri-device leak (pdl) was noted. Information from field indicated that the sizing of the device was determined using transesophageal echocardiography (tee), and tee was used during procedure. Field also indicated that the anatomy was difficult. The device was exchanged with a 18 mm amulet device using the same delivery system. Please note that per the instructions for use, ¿if the device is retracted while it is in the sheath, the device and the sheath must both be removed and replaced. Failure to replace both the device and the sheath may result in sheath and/or device malfunction.¿ the device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. It is possible that the device was oversized which may have resulted in reported event, however this cannot be conclusively determined. Based on the limited information available, it is difficult to determine with certainty the exact cause of the reported event. The reported medical intervention was made to put patient on oral anticoagulants. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amulet steerable delivery sheath. Sizing of the device was determined using transesophageal echocardiography (tee), and tee was used during procedure. During procedure, the device was attempted to be deployed but would not fit in the defect. The anatomy was noted to be difficult. The device was exchanged with a 18mm amplatzer amulet left atrial appendage occluder using the same delivery system, and the amulet was successfully implanted. A 1mm peri-device leak (pdl) was noted, which was considered to be acceptable per physician. On (B)(6) 2024, the patient returned for follow up, and the pdl was 1-3mm on transthoracic echocardiography (tte). The decision was made to put patient on oral anticoagulants and monitor for another 6 months to see if the pdl resolves. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.